Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device sensor. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia with symptoms described as excessive sweating and dizziness and was unable to self-treat, requiring treatment of coca-cola and water with sugar. There was no report of death or permanent injury associated with this event.